Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to neck fracture.

Manufacturer narrative:
Additional information received: updated part and lot number.

Manufacturer narrative:
Additional information received on 02/06/2018: updated dob and implant and explant dates.